Manufacturer narrative:
Correction: (first name, last name, email), (phone number). (Evaluation summary): evaluation summary post market vigilance observed one photograph of the device opened with the appropriate packaging in an undamaged condition. The photo was returned in place of the device and through observation it appears that the device bag tore at the neck, at the point of transition to the tail. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the bag of the device tore while being used at the end of removing the gall bladder. No specimen fell into patient¿s cavity. A forceps was used to get the bag out of patient. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.